Manufacturer narrative:
(B)(4). A review of manufacturing records found no discrepancies when the device was released to stock.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
A patient's family member called customer service and was redirected to my email address yesterday afternoon. She was calling on behalf of her nephew to report a defective chpv valve (p/n 82-3844, lot number is cglchp). Her nephew is believed to have a vp occipital chpv shunt system implanted for approximately 2 years. According to the patient's family member, post an annual MRI and the labeling the valve setting was to be confirmed. Post MRI, the valve setting was interrogated (assume acoustically by vpv) and appeared to be stuck at a setting. Despite the inability to adjust, there currently has not been a revision procedure in this patient as the valve is patent (flowing) and currently functioning as a fixed pressure valve. Should the valve need to be adjusted in the future, it would require a revision procedure to replace the valve and has recently been observed to be not adjustable. However, the setting is currently clinically acceptable due to the patient being asymptomatic and the shunt system is patent and functioning as intended. While there has not been an adverse event and the patient is asymptomatic, this chpv valve was reported as not adjustable and stuck at a setting.